Manufacturer narrative:
The field service engineer (fse) reseated air valve and flow sensors to resolve the issue. The unit passed testing and was returned to service. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts will be returned to failure investigation; therefore, the root cause of the reported issue could not be determined.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
Customer reported that the unit has an error code message air lift off failure. The customer reported there was no patient involvement.